Manufacturer narrative:
The lead was returned and detailed analysis is being performed. Once analysis closes, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) and was found to have dislodged. As a result, the lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation noted that the complete lead was returned with dried bodily fluid noted in the lead lumen. The conductor coils were deformed, likely from a grabbing tool near the suture tie down area. Analysis concluded that there is nothing visually wrong with the lead that would have lead to the lead dislodgement.